Event description:
It was reported during a miph procedure that after firing, miph mucosa was cut, but there were no staple formation. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.